Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that air bubbles were found in the tubing. Customer stated that the bubbles occurred after 1 hour. Insulin was stored at room temperature. Reservoirs were not prefilled and the insulin pump was not rewound with a reservoir in place. Blood glucose value is unknown. Replacement reservoir was sent. Product is not returning for analysis.